Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
(B)(6). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy device reportedly could not be set by turning and pressing the knob. This humapen memoir burgundy device was associated with product complaint (B)(4), lot 0903c04. The returned device was found to be in reset; however part of the right hand stripes in the dose digits was missing. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2010. The humapen memoir burgundy device was not continued.